Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dent on outer tube, fiber breakage, dents on distal frame and cut on light guide cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bent lens was confirmed due to bent and dent on outer tube. Fiber breakage, dents on distal frame and cut on light guide cable. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope presented a bent lens. There were no reports of patient harm.